Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. The blood glucose of the customer was 324 mg/dl. The customer was able to clear the alarm and able to complete the rewind. The customer also reported that the self test did not passed. The customer advised to revert to backup plan per health care professional instructions. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test however, device alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin on the keypad assembly.